Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range impedances. The health care professional (hcp) indicated the issue will be addressed when the device is replaced. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.